Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Report states: my mother, who is now (B)(6), was operated on in 1998 in the knee and was given a duracon ii type prosthesis (howmedica). The result has been excellent and, a priori, I have no claim to the product, since it has provided a quality of life and excellent mobility, until last year. In the last year can no longer walk, apparently by wearing one of the pieces of the prosthesis. In the medical services you have been informed that there is a piece of the prosthesis that is worn. It is a piece of polyethylene that serves as a gear for the two metal parts. The only solution they give is to change the prosthesis. But we have consulted in other specialists and contemplate the possibility of replacing only that piece and not making a complete change of the prosthesis. My question is if you have spare parts of the pieces of that type of prosthesis (duracon ii) and if you see the intervention viable.